Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an infection and erosion with his inflatable penile prosthesis (ipp). The ipp was explanted and spectra penile prosthesis (spp) consisting of a 16cm x 9.5mm cylinders were implanted. It was stated that the patient is currently in recovery after the operation. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.